Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2015 with the following findings: the keypad cover was found to be torn from the ok button to the down arrow button. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The contrast keypad button was found to unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the top extending to the bumper pad and from the bottom extending to the bumper pad. The returned battery cap was used to complete all testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the down arrow keypad button was under responsive. It was noted that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.